Event description:
This female pt with a diagnosis of hunt & hess grade IV and history of diabetes and hypertension was undergoing coil embolization within the ruptured aneurysm in 2004. Aneurysm size 3mm x 3mm, x 4mm, neck size 2mm, neck/sac ratio .6.7. Two coils (3 x 8 & 2 x 8) were placed within the left middle cerebral artery. During the procedure the pt had thromboembolic event, but it was reported as unrelated to the product. Additional info was obtained from the physician: the thrombembolic event happened during procedure. The aneurysm was in m1 bifurcation. Thrombus had been formed in m2 branch during coiling procedure. It is related to procedure but it is not possible to tell it is related to coils or micro catheter, or something else because this is individual reaction of human body. Additional dose of heparin IV was administered and thrombus disappear without any clinical consequences.

Manufacturer narrative:
The product will not be returned for analysis. Please note that this medwatch represents one of four products that was involved in this event and is related to mfg# 1058196-2006-00093, 1058196-2006-00088, 1058196-2006-81.